Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose readings of nearly 300 mg/dl to 400 mg/dl. Customer reported symptoms of nausea and vomiting. The drive support cap and all settings appeared to be normal. Self test was performed and passed. Customer's blood glucose reading at the time of the call was 110 mg/dl. No further information reported. No further information reported.